Event description:
Reporter alleged the blood glucose monitoring device had high results for the past week and there were discrepant results between the meter and a comparative method. Reporter stated doctor measured 70 mg/dl and one hour later customer's meter read 281 mg/dl. It was reported no treatment was received however a lab was performed, value not provided, and a new diabetes medications was provided depending on the lab result value. Reporter indicated no controls were used and a request was made for the return of the suspect device and replacement product was sent.